Manufacturer narrative:
Other text: additional information is provided for h.2 and additional information is provided for h.2 and h.6. One sample was received for evaluation. Visual inspection revealed the sample was received unused, in a plastic bag in original packaging. Functional testing was performed, and the reported issue could not be replicated. The root cause could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).

Manufacturer narrative:
H6. Sample was received; disregard device not returned.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: lot number (possible lot number 4381266 and 4379812), expiration date are unknown; h4: device manufacture date is unknown.

Event description:
It was reported the device came in early at 12ml and read no disposable cassette. No adverse patient effects were reported by the customer.